Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) histogram data was sent into bsc technical services. It was observed 100% ventricular pace in the 130 beats per minute histogram bin. The available information indicates a single bit corruption occurred. There is no error correction capability due to the non-critical data. Currently, this crt-d remains implanted and in service. No adverse patient effects reported.